Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending artery. A 38 x 3.00 promus premier select drug-eluting stent was advanced for treatment but could not track down the lesion due to calcified vessel. The stent was noted to be damaged during the process. The device was removed and the procedure was completed with a different device. No patient complications were reported.